Event description:
My father is (B)(6) and frail. He bought a carex rollator walker from (B)(4) in (B)(6) 2013. Within a month the right brake lock feature failed, which exposed him to the risk of falling when the brake did not hold. The carex company sent a replacement right brake which I installed. Now, the left hand brake was similarly failed. This again exposes him to the risk of falls. This brake assembly must be defective. I hope that others have not been harmed by this defect. The model is carex a223 and the serial number is (B)(4). I am going to purchase a rolling walker from another manufacturer as to avoid this defect and its attendant risks. Manufacturer has not responded. (B)(4).